Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6 (type of investigation), h10.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) frequently alarmed "leak in iab circuit." No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this reported event. The getinge field service engineer (fse) advised that the local distributor's engineer performed service repairs to the unit involved in this reported event. Based on the information available to us at this time, the reported issue was reproduced; however, the fse was not able to determine the cause of the reported malfunction. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) frequently alarmed "leak in iab circuit." No patient harm, serious injury or adverse event was reported.